Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:evaluation revealed moisture in the display. The battery cap had stripped threads and there was evidence of corrosion on the battery cap spring. The pump case was found to be cracked; a leak test was performed and the pump failed due to the cracked pump case. The pump was opened and corrosion was found on the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed visible moisture in the display. The battery cap had stripped threads and corrosion was visible on the interior of the cap. The pump case was cracked and failed a leak test. Evaluation also revealed corrosion on the internal components the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/07/2013.